Event description:
It was reported when the pt uses the plus (+) button on the pt programmer, the button sticks and stimulation increases to the point of causing discomfort. A replacement pt programmer was sent to the pt. F/u identified the pt received the new programmer, and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.